Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) xifnt415, full osseotite tapered certain for evaluation. Visual evaluation was performed, product inspected and filed. Hairline fracture identified at drive feature and collar. DHR review was completed for the subject lot number 2022090772. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022090772 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was that the clinician used excessive torque to place or remove restorative component on implant. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported fracture of internal implant connection during the procedure, so that the implant was removed.